Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited far field oversensing, high thresholds and was dislodged. Subsequently, the rv lead was surgically abandoned and replaced. The field representative indicates the patient as not symptomatic. No additional adverse patient effects were reported.